Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2022. Review of transmissions revealed that the implantable cardiac monitor (icm) was incorrectly detecting atrial fibrillation (af). It was observed that the icm diagnosed the patient¿s heart rhythm as atrial fibrillation when in fact the rhythm was sinus rhythm with frequent premature ventricular contractions. Noise was noted on the device. The physician performed programming changes to the icm. The patient was in stable condition.